Event description:
It was reported that the inserter became disconnected from the spacer and the inserter prongs were bent during an implant procedure. The driver would not open or close after the physician had gotten it open to about 60 percent. The physician had to remove the inserter and the damaged spacer. Additionally, the physician noted that the spacer was completely separated and the bent inserter prongs caused the spacer to break. The spacer was replaced and the implant procedure was completed successfully with no issues.

Event description:
It was reported that the inserter became disconnected from the spacer and the inserter prongs were bent during an implant procedure. The driver would not open or close after the physician had gotten it open to about 60 percent. The physician had to remove the inserter and the damaged spacer. Additionally, the physician noted that the spacer was completely separated and the bent inserter prongs caused the spacer to break. The spacer was replaced and the implant procedure was completed successfully with no issues.

Manufacturer narrative:
The returned spacer was analyzed and visual inspection revealed that the spindle cap was completely sheared off from the implant body due to excessive force. The damage to the implant was sufficient to prevent functional testing. The damage to the implant suggested that excessive force was used during the procedure. The damage to the implant indicates the device issue was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter.